Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. A merlin.net transmission showed alerts for multiple episodes of non-sustained right ventricular oversensing, non-sustained vt/vf and 2 vf episodes for which the patient received atp therapy. Review of the transmission revealed intermittent undersensing due to variable r-wave amplitudes. Based on the amplitudes of the undersensed r-waves, increased sensitivity programming may still not have resulted in appropriate sensing. No further information is available at this time.